Manufacturer narrative:
(B)(6) 2017 - added the explant date and device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed multiple abrasion marks along the lead body, particularly between 37.5 cm and 43.5 cm distal to the is-1 connector pin. In this region the lead body was severely twisted. The insulation was however intact in this region. The root cause of these observations is unclear, interaction with a nearby lead should be taken into consideration. Approx. 15.5 cm distal to the is-1 connector pin cuts in the insulation and an over-rotated inner coil were noted which most likely occurred during the extraction procedure. In the course of the mechanical analysis a stylet could be fully introduced inside the leads lumen, although a resistance was noted 1.5 cm distal to the is-1 connector pin. This resistance most likely resulted from the over-rotated inner coil. Thus the analysis of the fixation mechanism was not feasible. Furthermore the pacing impedance could thus not be measured during the electrical analysis. The dc resistances were measured without any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that this patient underwent a premature ventricular contraction ablation procedure, at which low r-wave amplitudes were noted. The physician elected to program the right ventricular lead to unipolar configuration as higher r-wave amplitudes were found in this configuration. Following the procedure, pacing inhibition was noted and further troubleshooting revealed that there was noise oversensing, which could be reproduced with isometrics. Reprogramming was done and no noise was observed when isometrics were performed. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.